Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) coronary artery. A xience prox 3.0 x 28 mm stent was implanted in the lad. While removing the fully deflated balloon, the distal shaft separated and remained in the vessel. It was only possible to remove the catheter with a lot of effort. Shortly before the catheter was fully removed, the catheter separated again and the balloon itself remained in the arteria axillaris. The final treatment was performed in a hospital in (B)(6) and the separated portion was not removed surgically, but interventionally via a snare device. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: the separated distal shaft of the stent delivery system was visualized in the coronary artery as well as in the arteria axillaris. The artery did not appear severely calcified which would potentially contribute to separation. The balloon was fully deflated prior to removal from the deployed stent. It is unclear as to why the shaft of the device separated. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with other devices and/or interaction with the anatomy resulted in the reported difficulty to remove. Manipulation to remove the device, reportedly with a lot of effort, resulted in the reported/noted outer member separation and the noted wrinkled inner member. Further manipulation shortly before the catheter was fully removed resulted in the noted inner member separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.